Manufacturer narrative:
The failure was confirmed through functional evaluation, disassembly, and visual inspection. The motor assembly did not communicate properly. This condition is known to cause or contribute to the reported event.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was not braking properly. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was not braking properly. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.